Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt reported feeling "jolts" when switching from the pt cable to batteries at home. The pt came to clinic and a low voltage alarm occurred while switching power sources. The log file was reviewed and showed about 9 events where the system voltages were lower than expected. All of the events appeared to be associated with the pt disconnecting the white power lead from the pt cable, with the black power lead still connected. The pt was reportedly symptomatic during the events. The system controller and pt cable were replaced and no further events were reported.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt patient cable (lot # 34990390711) is not known to the manufacturer as the pt cable is not labeled for single use. The pt cable that was exchanged at the time of the event has been returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.